Manufacturer narrative:
The root cause of the discordant result is unknown. Siemens is in process of evaluating the event.

Event description:
Customer reported multiple false negative leukocytes results on the analyzer whereas microscopic results were positive. There was no report of injury due to any of these events.

Manufacturer narrative:
As per multistix IFU, each color block or instrumental result represents a range of values. Because of specimen and reading variability, specimens with analyte concentrations that fall between nominal levels may give results at either level. Results will usually be within 1 level of the true concentration. Leukocyte sensitivity is 5-15 white blood cells/hpf in clinical urine. Based on this information the instrument is meeting claims when samples reported instrumentally as negative and microscopically 5-15/hpf customer bulletin "causes of leukocyte discrepancies between reagent strip and microscopic method" was reviewed with customer. Customer indicated that the instrument is operational and they do not require further support.